Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the syringe would not flush or aspirate. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap, or tip cap and the rubber stopper is at the 10ml mark in the graduation scale. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. A device history record review was completed for provide material number 306547, lot number 0231392. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil had difficult plunger movement and would not flush nor aspirate during a demonstration. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nurse attached the posi-flush device (ref 306547, lot 0231392) to a standalone ss (2000e, lot #21025158) to flush but could neither flush nor aspirate. The ss was occluded. There was no patient risk since the device was not used on a patient. It was used for demonstration purposes only."